Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: yesterday I submitted hup2018js, a gunther that had a leg broken which migrated to rv and required open heart surgery; I took rest of filter out on (B)(6) 2018." Patient outcome: unknown.

Event description:
Description of event according to initial reporter: yesterday I submitted hup2018js, a gunther that had a leg broken which migrated to rv and required open heart surgery; I took rest of filter out on (B)(6) 2018." Patient outcome: unknown.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturers ref# (B)(4). (B)(4). Summary of investigational findings: no product was returned and no imaging was provided and based on limited information provided it would be inappropriate to speculate at what may or may not have caused the filter to fracture and the filter leg to migrate to rv and require open heart surgery. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. No evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.